Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotalink plus and a rotawire drive were selected for use. During the procedure, it was noted that the rotawire was kinked in the rotalink catheter, preventing the burr from moving on the guidewire. Upon removal of the burr and wire together, the burr became stuck on the wire. The rotalink plus and rotawire were replaced and the procedure was completed successfully. The patient's status was good post procedure.

Manufacturer narrative:
Updated fields: d4. Lot number: from 0031355928 to 0030743159. D4. Expiration date: from 03/03/2025 to 11/19/2024. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was returned and was received within the rotablator device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotalink plus and a rotawire drive were selected for use. During the procedure, it was noted that the rotawire was kinked in the rotalink catheter, preventing the burr from moving on the guidewire. Upon removal of the burr and wire together, the burr became stuck on the wire. The rotalink plus and rotawire were replaced and the procedure was completed successfully. The patient's status was good post procedure.